Event description:
Customer alleged 9099p will not hold a patient up, comes down slowly, and no weight needs to be in sling, and it still goes down. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) is approximately 3 years 8 months old. The owner's manual part number (B)(4) rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the pump on the rhl450-1 lift allegedly will not hold patient up, it comes down slowly. No weight needs to be in the sling for the descent. No injury alleged.